Event description:
Int'l affiliate reported that there was a leak from the silicone tubing coming from the transfer set. There was no pt injury or medical intervention.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of a leak from the tubing of a transfer set. The root cause was a cut/hole in the tubing wall. Renal product surveillance, quality engineering, and plant mfg will continue to monitor this product line for trends, and take corrective / preventative action as appropriate.